Event description:
Uneventful valme replacement with sjm #21 prosthesis for calcific aortic stenosis. No problem with replacement. Subsequently the patient did very poorly with massive aortic insufficiency demonstrated bypass reinitiated. Valve examined appeared freely mobile and no muscle or other impingement on pivot guards or leaflets. Replacement with a bioprosthesis resulted in satisfactory performance and good outcome.